Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems ") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the menorrhagia, allergy to metals, psychological trauma, fatigue, alopecia, hormone level abnormal, migraine, headache and tooth disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma and tooth disorder to be related to essure. The reporter commented: discrepancy noted insertion date (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added. Event injury nos replaced with chronic, pelvic, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, fatigue, hair loss, hormonal changes, migraines, headaches, dental problems added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.